Event description:
It was reported that the pocket was revised. Afterward, the implantable neurostimulator was in a power on reset condition (ref. Mfg. Report# 3004209178-2009-06796). Additional info has been requested. A follow-up report will be submitted if additional info becomes available.